Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. The pusher wire was inspected and kinks were noted at the distal end. The core wire of the pusher wire was broken between the distal solder joint and the mid solder joint. The tetrafluoroethylene (tfe) around the proximal tfe outer diameter was pulled/damaged. The interlocking arm of the pusher wire was microscopically inspected and found to be severely bent. All outer diameters were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18aug2016. It was reported that the coil was stuck in the catheter. The target lesion was located in the renal artery. A 3mm x 6cm interlock¿ was selected for use. During procedure, the coil was unable to advance and became stuck in the catheter. Subsequently, the microcatheter and the coil were removed together. The procedure was completed with a different device. No patient complications reported and the patient's status was good. However, device analysis noted that the pusher wire was broken.